Manufacturer narrative:
One i3 unit power supply was returned with an i3 patient unit. Visual analysis revealed fraying of the power supply cable. Sparking did not occur when a test power supply was used to boot up the unit that was returned. The cause of the reported event was determined to be the frayed power supply cable. No issue was found with the patient unit itself. Review of the device history record was not possible as the lot number is unknown.

Event description:
Related MFR number 3004936110-2021-00224. The unit was not able to turn on. It was noted that the cords were frayed, and sparking was observed once the unit was plugged in. The unit was replaced.